Event description:
It was reported catheter side infection. Start date: (B)(6) 2021; end date: ongoing. The event occurred at the left side of the body. Moderate severity and likely related to the device (catheter) and unrelated to the procedure and unrelated to the accessories (guidewire, stylet). Action taken: medication prescribed and device removed. Outcome: ongoing. Additional details of the adverse event were reported as: culture confirmed site infection, enterococcus faecium, staphylococcus epidermis, candida albican.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew2839 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew2839) have been reported from the same facility in (B)(6).